Manufacturer narrative:
It was reported that upon final release of the navitor valve, the valve migrated down to ventricle and ended up too deep. The device remains implanted and will not be returned to abbott. Information from field indicated that the previously implanted trifecta valve had failed due to calcification. Based on the information received from field, the cause of the reported incident is consistent with anatomical condition (not much calcium to anchor the valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention is a case-specific circumstance as valve-in-valve was performed due to migration. A post-dilatation was performed after the implant of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted in the patient. On an unknown date, it was noted that the valve was failed due to calcification. A new 25mm navitor vison valve was decided to deploy with a small flexnav delivery system. During procedure, the implant depth at 80% was 3mm and the depth at release prior to migration was 3mm. On final release the valve migrated down to ventricle and ended up too deep. The cause of migration was not much calcium to anker the valve. A second new 23mm navitor vision valve was implanted with a new small flexnav delivery system good result. After the implant of the valve, a post-dilatation was performed due to lifetime management and better gradients. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.